Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the ep lab for the device eri replacement, old records revealed increased threshold and pacing lead impedance when the old pace sense portion of the lead was replaced back in 2011. The patient condition was stable.